Manufacturer narrative:
Visual and functional inspections were performed on the returned device with evidence of blood in and on the distal tip, the distal sheath inside the guide wire lumen, on the handle and noted on the absolute pro self-expanding stent. The reported premature deployment was confirmed as the stent was returned fully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported premature deployment was likely due to inadvertent mishandling. It is likely that during removal of the stylet, the tip was inadvertently pulled such that the stent pulled out from the distal sheath. The damage noted to the tip of the returned unit is consistent with the stent being pulled out from the distal sheath. It may also be likely that the stylet was not removed per the instructions for use. The delivery system preparation section instructs to gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 5.0x40mm absolute pro self expanding stent deployed prematurely prior to use. An unspecified device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided. Per device analysis the device appears to have been used in the patient with evidence of blood in and on the distal tip, the distal sheath inside the guide wire lumen, on the handle and noted on the absolute pro self-expanding stent which was returned fully deployed.

Manufacturer narrative:
The blood noted in the tip, distal sheath, and guide wire lumen likely occurred when the stent was pulled out from the distal sheath and was transferred from the user¿s gloves. It may also be likely that the stylet was not removed per the instructions for use. The delivery system preparation section instructs to gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6-2199 removed and updated to 2645. B6- 11/3/2020: angiography removed and updated to 'as there was no patient involvement, there are no relevant test/lab data to report.' B7- 'patient information (age, weight, gender, medical history) could not be obtained' was updated to 'as there was no patient involvement, there is no relevant patient information (age, weight, gender, medical history) to report.' H10- the analysis was updated to reflect that the blood noted on the returned device did not indicate use in the patient.

Event description:
It was reported that a 5.0x40mm absolute pro self expanding stent deployed prematurely prior to use. An unspecified device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided. Per device analysis the device appears to have been used in the patient with evidence of blood in and on the distal tip, the distal sheath inside the guide wire lumen, on the handle and noted on the absolute pro self-expanding stent which was returned fully deployed. Subsequent to filing the initial report, the following information was provided from the quality engineer regarding the device analysis; the blood noted in the tip, distal sheath, and guide wire lumen likely occurred when the stent was pulled out from the distal sheath and was transferred from the user¿s gloves.